Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   New information added on fields: h3, h4 and h6. Correction on fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and material was found in the forceps channel. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the material may not have been removed because the device was not reprocessed properly due to leakage from instrument channel and ground terminal. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that they pulled the forceps out of the gastrointestinal videoscope and there was still debris on it. The issue occurred during a procedure. There was no reported patient harm or impact due to this event.